Manufacturer narrative:
Correction: (e1). A microcatheter was returned for evaluation, but the actual device was not included in the return package. The microcatheter did not have any notable damage. Based on the investigation, the complaint is unverifiable because the actual device was not returned for evaluation.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during coil embolization of an aneurysm, the coil stretched and detached during repositioning. The implant was removed in its entirety along with the microcatheter. There was no reported patient injury or intervention.